Manufacturer narrative:
H11: additional change and/or corrected data: new concomitant product.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper abdomen, lower abdomen, mid abdomen and flanks on (B)(6) 2018 using a cooladvantage applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting to the flanks and lower abdomen areas and may have developed paradoxical adipose hyperplasia.